Manufacturer narrative:
The received device had the cannula assembly not deployed. Timeouts and a drive stall were present in the download data, and the device was deactivated at the end of second prime. The device was connected to a master pdm and a 5u bolus was attempted, but the drive stall and timeouts were replicated. Corrosion was found at the contact between the pcb assembly and sma wire anchor, preventing successful actuation of the wire. Corrosion was also observed on the bottom battery. Fluid was able to flow through the fluid path without any signs of struggle. A leak test found leaks or tears in the fluid path. A crack was found in the top housing; it could not be determined when or how this damage occurred, or if the damage contributed to the corrosion and/or the high pulse widths and drive stall. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.